Event description:
It was reported that during a da vinci-assisted lower anterior resection (lar) procedure, the medium-large clip applier instrument failed to apply a clip properly. The issue occurred when a clip was applied to the inferior mesenteric artery (ima) and came off, causing bleeding. The medium-large clip applier instrument¿s jaws were observed to be misaligned. The medium-large clip applier¿s opening and closing functions were checked prior to use, but the misalignment of the jaws was not confirmed when it was first checked. The medium-large clip applier instrument did not collide with any other instrument during the procedure. A second medium-large clip applier instrument was attempted to be used but the instrument¿s jaws were also observed to be misaligned. The second medium-large clip applier instrument was not used in the procedure. The procedure was completed with no reported injury to the patient using a third back-up medium-large clip applier instrument.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found with one grip severely bent. The damage was found at the clip groove. As a result, the clip could not be properly loaded on the grips and clip action performance would be hindered. Common causes of the severely bent instrument grip tips are typically attributed to the user, such as excess force applied to the instrument jaws. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted lar procedure, the medium-large clip applier instrument failed to apply a clip properly. Th clip reportedly came off, causing bleeding. The surgeon used a back-up medium-large clip applier instrument to complete the procedure.